Event description:
The account alleged that the emergency trendelenburg function is not functioning on the bed. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.